Event description:
Per the clinic, the patient experienced an infection around the abutment site (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The abutment was reportedly fallen off the implant earlier on (B)(6) 2025. However, the patient was still placed under general anesthesia on (B)(6) 2025, in order to perform a skin revision at the abutment site. The implanted device remains.